Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right breast prosthesis deflation, left breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision procedure with unspecified mentor smooth saline breast prostheses when the right breast prosthesis deflated post implantation. Additionally, asymmetry of the left breast was reported. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 560cc saline breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 22-jul-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced asymmetry. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the patch. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).